Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 450 mg/dl at the time of the incident. The customer stated that she had high blood glucose because the insulin pump malfunctioned and ran out of insulin. The time of the hospitalization was 8:53am and the date of the hospitalization was (B)(6) 2015. Troubleshooting did not occur. The insulin pump will not be returned for analysis.